Event description:
Per the clinic, the recipient experienced infection and skin flap breakdown at the implant site, resulting in the extrusion of the implant receiver stimulator. Subsequently, the device was explanted on (B)(6) 2015. Re-implantation is planned; however, has not taken place as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).